Manufacturer narrative:
Addition: other relevant history. Code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2013, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient presented to the emergency room and a computed tomography (cta) scan dated (B)(6) 2019, revealed a type 1a proximal endoleak. The physician decided that an intervention was warranted that day. Three gore® excluder® aaa endoprostheses aortic extenders were implanted to treat the proximal type 1 endoleak. The patient tolerated the procedure and is doing well.